Event description:
Customer reported a malfunction with code malf 12, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, which resolved the issue, and advised the customer to contact them again if the malfunction recurs. The customer acknowledged this guidance and continued using the pump without further incidents.